Manufacturer narrative:
Sections a.2 through a.6 were left blank as the information is unknown. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that following impella cp implant, a patient developed a hematoma over the inguinal ligament. The pump was subsequently removed in response to the condition. Later, the patient was successfully weaned from the pump and survived.

Manufacturer narrative:
The investigation has been completed. Hematoma: the cause of the hematoma is most likely use related since after transfer to the intensive care unit, a massive hematoma developed over the inguinal ligament in a cranial direction. The device history review was completed and the pump passed all the post sterile inspection checks.